Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient said their device failed after a year and they were dissatisfied with their healthcare provider (hcp) so they went to an associate that performed a separate bladder surgery; they no longer have issues with emptying their bladder. The patient also said they stopped using the therapy and would like to have it removed because they need to have some mris. As a result of what was reported, they were redirected to their hcp to discuss implant removal. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product ID 3889-28, lot# va164f4, implanted: (B)(6) 2016. Product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the ins was removed sometime last week but a portion of the lead broke off and is still implanted. No further complications were reported.